Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "after fixation of t2gtn, the distal screw broke." Additionally reported: "the revision was made on (B)(6), and all nail and screws were removed. Since bone fusion was obtained, it was only removal."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received screw was found to be broken from the mid-shaft region. The appearance of the breakage surface suggests that the screw broke in a fatigue manner. This is evident by the waves or lines of rest originating from one end, gradually spreading towards the other end and breaking instantaneously there. The threads of the screw at the distal end exhibits deformation. The threads are absolutely splayed, most likely due to improper insertion during the surgery. But this has no major impact on the breakage of the screw. The tip of the screw is also substantially deformed, plastically. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Potential adverse effects, e.g. Overweight, increased loading or material damage are clearly pointed out in the labelling. Based on the above investigation, the root cause of the failure is patient related. The screw broke in a fatigue manner due to possible overloading as the patient is clearly overweight. The fixation was achieved as intended and no user related or manufacturing related deficiencies were found. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "after fixation of t2gtn, the distal screw broke." Additionally reported: "the revision was made on (B)(6) and all nail and screws were removed. Since bone fusion was obtained, it was only removal."

Manufacturer narrative:
Due to the current covid-19 pandemic, it was not possible to inspect the returned device due to facility access restrictions. The investigation will be reassessed as soon as the restrictions are lifted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Potential adverse effects, e.g. Overweight, increased loading or material damage are clearly pointed out in the labelling. As the event stated there was a proper consolidation of the fracture, the most likely cause of breakage would be overloading of the screw as the patient was also slightly overweight and also the fact that both the screws broke, it gives a clear indication towards overloading. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "after fixation of t2gtn, the distal screw broke." Additionally reported: "the revision was made on march 23, and all nail and screws were removed. Since bone fusion was obtained, it was only removal."